Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer the circulating nurse opened the outer peel pack to hand off the acrobat-I stabilizer to the scrub tech. Before the scrub tech touched the inner sterile plastic container she noticed a hair on the top plastic cover of the inner plastic container. The hair is on the cover near the distal arm of the stabilizer. The stabilizer was not brought into the sterile field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No evidence of clinical usage or blood were observed. The packaging was observed to be opened. The exterior pouch was not returned for investigation. The product was returned in the tray. The tray was inspected for any foreign material, breaks, cracks, and dents. There were no signs of damage to the tray. The tray was inspected for the presence of foreign material. Upon observation there was a single hair strand found inside of the tray. There were no other hair strands noticed in or outside the tray. Based on the return condition of the device and the evaluation results, the reported complaint "foreign material present in device" was confirmed. Sterilization documents for the acrobat were reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product sterilization. There were no non-conformities observed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer the circulating nurse opened the outer peel pack to hand off the acrobat-I stabilizer to the scrub tech. Before the scrub tech touched the inner sterile plastic container she noticed a hair on the top plastic cover of the inner plastic container. The hair is on the cover near the distal arm of the stabilizer. The stabilizer was not brought into the sterile field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.